Manufacturer narrative:
The device was returned unrepaired upon customer's request.

Event description:
The international customer reported "low leak-co2 rebreathing risk" alarm occurred. Circuit was replaced on the patient but it was not fixed. Airflow was weak and waveform of inspiration and exhalation inverted. After that, "low leak-co2 rebreathing risk", "low inspiratory pressure" and "low minute ventilation" occurred, then the device stopped operating. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse effect.